Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during drain while the patient was not connected. Per the registered nurse, the caregiver had reported that the patient line did not prime all of the way but the cycler says it was ready to connect. The caregiver had been putting solution in the patient manually and then connecting them so the air would go down the line. There was about an inch of air and the registered nurse was not near the cycler. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.